Event description:
Catheter for intrathecal pump was found to not be delivering pain medication. Catheter surgically removed and found to be sheared off. The end of the catheter tip was flat not rounded. A new catheter was then inserted. Other: catheter 25 inches in length with 9 inches remaining.